Event description:
It was reported that the device was having trouble staying in mode switch, and that the device was dropping out of the atrial flutter rhythm that the patient was experiencing. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.